Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the pump. The reported no audio condition was reproduced during evaluation. The issue was caused by a damaged trace on the back flex. The speaker was found to function properly, and audio was present on all volume/tone settings utilizing a known good rear case during evaluation. As a result, the rear case assembly was replaced.

Event description:
It was reported that a pump had no audio. It was also reported that there was no patient incident.